Manufacturer narrative:
Analysis confirmed customer comment upper display does not work. However it was noted that the liquid crystal display flex was damaged, the hanger assembly was broken and lower case was discolored. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top display of the external pulse generator (epg) intermittently froze up and went blank. It was also reported to be not working / dead. The epg was returned for service. There was no patient involvement.